Event description:
It was reported by the customer's mother that the keypad on the insulin pump keeps scrolling, without input from the user. Customer's blood glucose levels at the time 111mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had no up or down button response due to corroded keypad traces. No display anomaly was noted. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.